Event description:
Per received report:the presidio coil was stretched during inserting into the target aneurysm. Additional information from the affiliate indicated that resistance was felt during coil introduction into the microcatheter and the coil stretched during repositioning.the coil was safely withdrawn and replaced with a new one. The procedure was completed with no patient injury reported.

Manufacturer narrative:
The presidio coil was stretched during inserting into the target aneurysm. Additional information reported that resistance was felt during coil introduction into the unknown microcatheter and the coil stretched during repositioning; the coil was pushed and pulled during placement. The coil was safely withdrawn and replaced with a new one. The coil did not break or become separated. The procedure was completed with no patient injury reported. The vessel tortuosity was medium and there is no information regarding the microcatheter used with the coil. The device is not available for analysis. It was reported that there was resistance during coil introduction into the unknown microcatheter. The instructions for use cautions that if unusual friction is noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. It was reported that the coil was pushed and pulled during placement, it is cautioned that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. It also cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Although a definitive root cause cannot be determined, based on the report that there was resistance during coil introduction into the unknown microcatheter and the coil was being pushed and pulled during placement it appears that procedural factors including device interaction and device manipulation may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Updated to address product return. The presidio coil was stretched during inserting into the target aneurysm. Additional information reported that resistance was felt during coil introduction into the unknown microcatheter and the coil stretched during repositioning; the coil was pushed and pulled during placement. The coil was safely withdrawn and replaced with a new one. The coil did not break or become separated. The procedure was completed with no patient injury reported. The vessel tortuosity was medium and there is no information regarding the microcatheter used with the coil. The presidio, pc4100412-30/lot g13917 identified as having stretched during the procedure was not returned. The returned coil was identified under this corresponding complaint number and from the attached label as a presidio, pc4100412-30/lot g13917. Clarification regarding the discrepancy of the returned coil and receipt of the correct system could not be obtained; however, there was only one complaint coil associated with this procedure. For inspection purposes the coil was back-loaded into an introducer sheath. The overall length of the stretched coil is approximately 4.8cm. The overall length of a presidio 4x12 is 11.5cm. Length of the proximal stretched section of the coil is approximately 3.5cm. The approximate length of the distal section of the un-stretched coil is 1.3cm. The coil has the delta wind technology, as the presidio does not. The secondary winding is a helical winding while the presidio has a framing secondary wind .the ball tip and suture is from cerecyte. Therefore, the returned microcoil system is most likely a delta 100152-30 (lot # unknown) based on dimensional and visual inspection. The involved coil was not received for analysis. Therefore, the root cause of the coil stretching during repositioning inside the aneurysm cannot be determined. It was reported that there was resistance during coil introduction into the unknown microcatheter. The instructions for use cautions that if unusual friction is noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. It was reported that the coil was pushed and pulled during placement, it is cautioned that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. It also cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Although a definitive root cause cannot be determined, based on the report that there was resistance during coil introduction into the unknown microcatheter and the coil was being pushed and pulled during placement it appears that procedural factors including device interaction and device manipulation may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.